Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed, and during recovery attempts, closing the drawer triggered a power failure message causing the unit to shut down and reboot. A field service engineer (fse) inspected the unit and identified that main drawer 6 enhance full height had failed and could not be recovered. The fse found physical damage to the main module pyxis bus cable and replaced it, then used a multimeter to confirm that the drawer controller board had a failed solenoid. The fse replaced the solenoid assembly and the drawer controller board, replaced the inseparable in the latch assembly, and identified damage to the retractor band, which was also replaced to restore proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed. When attempting to recover them, upon closing the drawer, a message indicated a power failure, and the unit powered off and then rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.